Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, a patient underwent an implant of a 23mm sapien 3 valve by transfemoral approach. There was no difficulty inserting the sheath into the patient. Post implant of the valve, upon removal of the esheath at the end of the procedure, there was notable damage to the expandable portion of the sheath (separation, splitting), as well as a crack at the distal tip of the esheath. There was ¿more than usual¿ force required to remove the esheath from the 8mm vessel. The dilator was inserted over the wire and into the sheath prior to removal. A dissection of the common femoral artery, centimeters above the puncture site was observed. There was also an aneurysm of the damaged common femoral artery due to this vascular dissection during the case. Repair consisted of multiple peripheral balloon inflations (8mmx4cm balloon) and insertion of an 8mmx38mm advanta v12 covered stent to seal the aneurysmal segment and repair the dissection. The patient required no surgical repair, remained conscious during the procedure and departed the hybrid or in stable condition. There were no visible damages to the delivery system. The physician states there was no unusual force used to advance the delivery system through the sheath prior to valve alignment. There were no issues with valve alignment, or deployment of the s3 valve. The delivery system was withdrawn from the patient after deployment of the valve, without complication or unusual force. A liner tear and liner strand were observed in imagery provided.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Imagery provided by the site shows the angiography of the patient¿s anatomy. Tortuosity can be noted in the patient¿s vasculature. The sheath can, potentially, be observed in the patient¿s vessel and the sheath appears to be subject to the patient¿s tortuosity. Additional pictures of the sheath after use were provided. These images show a liner tear, a liner strand formation along the edge of the tear, soft tip damage, and a jagged edge along the sheath shaft leading to a deep cut/scratch on the shaft. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of complaint history from october 2019 through september 2020 was performed. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Of the potential root causes, the following are applicable to the current evaluation: procedural factors, such as excessive manipulation during retrieval and patient factors, such as calcification and tortuosity. The instructions for use (IFU) and training manuals were reviewed for guidance and instructions. During sheath removal, the physician is to remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Appearance of the sheath upon removal: some curvature of the sheath may be present, ripples along the seam are normal, and an open tip and seam are to be expected. It is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, and remove the sheath without torqueing. No IFU/training deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were able to be confirmed by the imagery provided. As the device was not returned, engineering was unable to perform visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Additionally, a review of the IFU and training manual revealed no deficiencies. As stated in case notes, the patient access vessel was described as normal (without calcification or tortuously). However, review of imagery (vessel curvature observed) and the complaint device (external damage to sheath shaft observed), indicates that tortuosity and calcification may have been present in the access vessel. Access vessel calcification can create sharp nodules. It is possible sharp calcification nodules came into contact with the sheath liner and sheath shaft upon device removal, damaging both sections of the sheath and creating retrieval difficulty. Noted device manipulation and access vessel tortuosity can increase likelihood of device interaction with calcification and exacerbate sheath damage. In this case, a femoral artery dissection occurred and was possibly due to procedural factors (device manipulation) and/or calcification with tortuosity of the access vessel that may have contributed to the complaint event. A definite root cause is unable to be determined. However, available information suggests that patient (calcification, tortuosity), and procedural (excessive device manipulation) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no corrective/ preventive actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.